Manufacturer narrative:
(B)(4). The opt970 optiflow + tracheostomy direct connection interface is used to deliver humidified oxygen to patients via tracheostomy. The interface is held in place by a neck strap and also includes a lanyard which is placed around the patient's neck or attached to the patient's clothing or bedding to remove the load of the breathing circuit from the patient's trache. Method: one of the complaint opt970 optiflow + tracheostomy direct connection interface was received at fisher & paykel healthcare (f&p) in new zealand, where it was visually inspected. Result: visual inspection revealed that the tubing of the opt970 optiflow + tracheostomy direct connection inferace was found torn next to the connector and next to the manifold. Conclusion: we are unable to determine what caused the reported event. However, it is likely due to the tubing being pulled by the user. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discoloration and stretching or deformation. Any product that fails the visual inspection is disposed of or reprocessed. The subject interface would have met the specification at the time of production. Our user instructions that accompany the opt970 optiflow + tracheostomy direct connection interface states: - appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death. - do not crush or stretch tube, to prevent loss of therapy. - failure to use the set-up described above can compromise performance and affect patient safety.

Event description:
A healthcare facility in illinois reported via a fisher & paykel healthcare (f&p) field representative that the tubing of three opt970 optiflow + tracheostomy direct connection interfaces were damaged. There was no patient involvement.

Manufacturer narrative:
(B)(4). The complaint opt970 optiflow + tracheostomy direct connection interfaces are currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that the tubing of three opt970 optiflow + tracheostomy direct connection interfaces were damaged. There was no patient involvement.